Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space had failed to recover. The field service engineer (fse) found that the matrix drawer was not detected on the bus. The internal pyxibus cable was found loose, and the fse reseated it, ensuring that the retaining clips were properly secured. The drawer was successfully recovered afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the storage space failed and was unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.